Event description:
The surgeon implanted a cc4204bf collamer plate lens but the haptic broke off while being inserted. The incision was enlarged and three sutures were required to close the wound. The nurse stated it is unknown as to why the haptic broke.